Manufacturer narrative:
UDI number: (B)(4). High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant.  The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 1 month 29 days is being evaluated for a valve in valve procedure due to high gradient. The patient has not been scheduled for a secondary procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 and b7 per new information received.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 1 month 29 days is being evaluated for a valve in valve procedure due to high gradient. The patient has not been scheduled for a secondary procedure. The physician does not allege a device deficiency. Per echo report the prosthetic aortic valve appears to be functioning normally. The peak aortic velocity is 3.57 m/s with a calculated peak gradient of 51.00 mmhg. The mean gradient is 24.00 mmhg. There is no aortic valve regurgitation.